Event description:
It was reported that shaft break occurred. A 3.50 x 20mm synergy xd drug eluting stent was advanced but failed to cross the lesion. However, when the stent delivery was pulled out, the proximal shaft broke at 8 inches above the hub. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.50 x 20mm was returned to the complaint investigation site (cis). A visual, tactile and microscopic examination of the hypotube shaft identified multiple hypotube kinks and a break at 18.3cm distal to the distal end of the strain relief along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the stent profile found no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 3.50 x 20mm synergy xd drug eluting stent was advanced but failed to cross the lesion. However, when the stent delivery was pulled out, the proximal shaft broke at 8 inches above the hub. The device was removed, and the procedure was completed with a different device. No patient complications were reported.